Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient received an inappropriate shock due to oversensing and noise noted on device during clinic follow-up. The patient had competitor lead which exhibited noise and oversensing. The lead was capped and replaced along with generator replacement. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported field event of inappropriate shock was confirmed in the laboratory due to review of segms. The segms exhibited inappropriate therapy occurred due to over-sensing due to noise. The device was tested on the bench and no anomalies were found.